Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (making adjustments to the pump settings).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 2.4mmol/l with cognitive impairment. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the bg goes low every time they give the patient a bolus. They stated that they adjusted some of the pump settings to try and help. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: . The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. Alarm history shows typical usage alarms. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.